Event description:
It was reported that during preparation for the chronic catheter placement, two kits were opened and the peel-away sheaths were allegedly incompatible for the packaged catheter and were rendered unusable. Reportedly, another two kits were unopened and the incorrect size was allegedly able to be identified through the clear packaging, therefore, the customer alleged the four kits were provided with the incorrect size sheath. It was further reported that another device was implanted. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Investigation summary: the complaint due to ¿the peel-away sheaths were allegedly incompatible for the packaged catheter¿ is confirmed. According with the photo visual evaluation and bpv investigation performed was conclude that the french size of the sheath packed in the sample had an incorrect french size according to the product label, either the incorrect product was packaged into the kit or an incorrect sheath was used during the packaging process of the kit. Due to this the complaint is confirmed as manufacturing related. Two equistream xk catheter kits were returned for evaluation. Functional, gross visual, and tactile evaluations were performed. The investigation is confirmed for incorrect component, as visual evaluation confirmed that both sheaths were 15fr and the product catalog number 5913190 indicates that the correct size is 16.5fr. Functional testing confirmed that the catheters were unable to be passed through the sheath for both samples. Both samples were received with the kits sealed. Expiry date: 4/2020.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: 4/2020).

Event description:
It was reported that during preparation for the chronic catheter placement, two kits were opened and the peel-away sheaths were allegedly incompatible for the packaged catheter and were rendered unusable. Reportedly, another two kits were unopened and the incorrect size was allegedly able to be identified through the clear packaging, therefore, the customer alleged the four kits were provided with the incorrect size sheath. It was further reported that another device was implanted. There was no reported patient contact.